Manufacturer narrative:
A1-a4: patient information is unavailable at this time. D4: the system serial number is unavailable at this time. E1: initial reporter name is unavailable at this time. H4: manufacture date is unavailable at this time. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: *product ids are not available at this time, but below are the described tools that were contaminated* modulex midline mazor set, qty: 2 modulex set one instrument, qty: 1 modulex set 2 instrument anterior cervical set ¿ anatomic peek trials mazor bone mount set medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a procedure. It was reported that there were different sets exposed to creutzfeldt-jakob disease (cjd) during a wash cycle at user facility. Some or all of these sets were used in a case at this user facility following the exposure. All these exposed sets are currently contained and quarantined at user facility. The patient who was exposed initially tested negative, but a subsequent test suggested a false positive. No further complications were reported.

Event description:
Additional information received from a manufacturer representative reported that the instruments were used in subsequent procedures and may have caused cross-contamination, but later it was found that all test results were negative.

Manufacturer narrative:
See b5. A list of the potentially exposed instruments are listed below. - 9736060 - 9736061 - 9734590 - 9734683 - 9734682 - 9734734 - 960-556 - 9734335 - 961-337 - mas3046 - mas3041 information was provided that the tests for creutzfeldt-jakob disease were negative. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.